Event description:
It was reported that the pt underwent a sling procedure in 2005. Post operatively, the pt has developed three urinary tract infections since about two weeks later. The pt has been treated with ciproflaxacin, levofloxacin, trimethoprim and sulfamethoxazole. The dr believes that the urinary tract infections are not device related.